Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution and blood are dried on the lens. Both haptics are bent in the gusset area as they are pressed against posts in the lens case. One haptic is pointed down into a drain hole of the lens case. The lens was cleaned with lphse. Small cracks are observed on the posterior side of one of the haptics. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There are no other complaints in this lot. (B)(4).

Event description:
A clinic representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the iol fell into the posterior chamber. The surgery was canceled and the iol was explanted. The clinic does not remember what caused the iol to fall into the posterior chamber.